Manufacturer narrative:
Method - the device lot number was not able to be obtained and therefore a review of the manufacturing records is not able to be performed.

Event description:
It was reported that a pt underwent a carotid endarterectomy using a gore acuseal cardiovascular patch for angioplasty. The 6-9 months following the procedure the pt presented with pseudointimal hypertrophy of the intraluminal surface of the patch. A revision procedure was performed to rescue the patch.